Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the integrated electrosurgical unit (iesu) due to error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and reproduced the reported c-34 error with the erbe and monopolar curved scissors. System logs validated the issue, and the error appeared on startup during system testing. Visual inspection revealed no related physical damage. The c-34 error was determined to be a high voltage fault that occurred in the field. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted simple transabdominal prostatectomy surgical procedure, the integrated electrosurgical unit (iesu) had errors for c-34 when using the monopolar curved scissors and tried replacing the instrument and the energy cord, but the issue remained. Technical support engineer (tse) recommended rebooting the erbe. Caller rebooted the erbe and when it powered back on the error c-34 error returned. Caller then tried a hard reboot on the erbe and the c-34/m-31 error returned. Tse explained they could use a covidien/valley lab force triad as a backup. Caller stated they didn't think they had the energy cable to integrate the force triad with the davinci system. Tse explained they could use the force triad with its own set of foot pedals and set them by the surgeons' feet. Caller stated when the cart is located the pedals wouldn't reach that far. Site performed another hard reboot on the erbe and the c-34 returned and changed the energy settings to dry cut / classic coag with energy setting 2 and it seems to be working now. The procedure was completed with no reported injury.